Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. There was no unexpected battery out limit and no unexpected off no power anomalies. The pump passed the self test and passed the off no power test. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The pump was received with a cracked case at the display window corner, a cracked belt clip slot, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages of the insulin pump include a cracked case at the display window corner, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone that she had an off no power alarm and did not get a low battery warning. Customer's blood glucose was 56 mg/dl at the time of the incident. Customer called back because the replacement battery cap did not resolve the issue. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned she had a blood glucose of 45 mg/dl due to not eating a lot sugar. Customer treated by eating a snack.